Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: as reported, during receiving and checking the devices, dirt was found in the product packaging. The device did not make patient contact. Reviews of documentation including the complaint history, device history record (DHR), quality control, as well as a visual inspection of the returned device were conducted during the investigation. One device was returned in an unopen package with label. A dirt/fuzz like matter was found inside the package. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure. A complaint history search did not identify any other relevant events associated with the reported device lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents provide evidence to support that the device was manufactured out of specification. However, there is no evidence to suggest items in the lot or similar devices in the field or in house were nonconforming. Based on the available information and results of the investigation, cook has concluded that the cause of this incident is a manufacturing deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during receiving and checking the devices, dirt was found in the product packaging. The device did not make patient contact.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name and address = phone number: (B)(6), postal code = (B)(6). E3: occupation: quality assistant g4: PMA/510(k) number = exempt this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.